Event description:
Customer reported high blood glucose readings of 469 mg/dl and has treated with a shot. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. A bent cannula was noted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.